Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. The patient was discharged on dual antiplatelet therapy (dapt). On (B)(6) 2025, during the 45-day follow-up, it was discovered that there were two massive thrombi extending from the disc of the occluder. The patient was switched to 5mg acetylsalicylic acid (asa). On (B)(6) 2025 the transesophageal echocardiogram (tee) showed a significant reduction in thrombus. The patient status was stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the activated clotting levels during the procedure was above 250 all the time. Heparin was administered. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received had shown, multiple large grade 3 pedunculated thrombus noted on the amulet disc. The amulet disc appears to be below the pulmonary vein ridge. The follow up tee shows still a small grade 2 sessile thrombus but is notably significantly smaller in size compared to the previous imaging. Based on the information received, cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient's activated clotting time (act) levels was greater than 250 seconds. The occluder was implanted. The patient was discharged on dual antiplatelet therapy (dapt). On (B)(6) 2025, during the 45-day follow-up, on transesophageal echocardiogram (tee) it was discovered that there were two massive thrombi that appeared to be rectangular and chunky, extending from the disc of the occluder. The patient was switched to 5mg acetylsalicylic acid (asa). On (B)(6) 2025 the patient was prescribed eliquis. On 05 august 2025 the transesophageal echocardiogram (tee) showed a significant reduction in thrombus. The patient status was stable.